Event description:
During a supraventricular tachycardia procedure, communication issues resulted in a procedural delay. The amplifier was exchanged and the procedure was completed with no adverse consequences to the patient. Three diagnostic catheters were positioned and all were properly visualized on both ensite and the non-abbott system (ge cardiolab). The ablation catheter was inserted and a connection to the ampere was seen and a signal was seen on the non-abbott system (ge cardiolab). Contact force was displayed properly, however, the catheter was not visualized on the ensite system. It auto populated in the catheter list, but 'se1/ampere connect in red' was displayed. It was not selectable as an active enguide. Troubleshooting included first replacing the ampere connect cable, and power cycling the ampere, tactisys, amplifier, and the dws. The study was exited and restarted, and a new study was made. Other cables were replaced, including the magnetic extension cable, the tactiflex rf cable, and also changed whether the ablation catheter magnetic end was plugged into se1 or se2. The ablation catheter was replaced but the issue persisted. A safire catheter was also tried but this also did not display. Tech services suggested replacing the amplifier. The amplifier was replaced with one from another lab at the hospital which resolved the issue. The case was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.